Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had hardware failure. A field service engineer found that the screen displayed a drawer failure. The customer logged in and attempted to recover the drawer but was unable to because it was not registering as closed. The fse powered off the pyxis system, removed auxiliary drawer 2.1, and inspected the drawer with a focus on the latch. The fse discovered that the spring on the plunger had broken, replaced the spring, reassembled the drawer, powered the pyxis system back on, and logged into the hardware test application (hta). The fse opened auxiliary drawer 2.1, and it successfully registered as closed when shut. The fse also noticed that the front panel was loose, so they removed the cubies in the front row and tightened the screws. The fse then rebooted the pyxis system. Once back in the application, escort logged in and recovered the failure. The fse tested the drawer again in hta, and the customer confirmed that the failure was successfully recovered. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, half height drawer 2.1 failed to stay closed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.